Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU ¿introduction¿, lists potential adverse events, including infection, multiple types of organ failure and dysfunction (right heart failure and respiratory failure), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management", lists infection as a potential late postimplant complication. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to post operative hypoxia and pneumonia. The patient had respiratory failure, blood cultures with candida albicans, and bronchoalveolar lavage (bal) with saccharomyces cerevisiae, pseudomonas aeruginosa mdro, lactobacillus, candida albicans. The infection and hypoxia were treated with respiratory support via invasive mechanical ventilation and ultimate tracheostomy, extracorporeal membrane oxygenation (ECMO) support with transition to right ventricular assist device (rvad) support ultimately decannulated, and intravenous antibiotics. The death was not considered to be device related and the device operated as expected. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.